Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MDR#6000093-2007-01334, 6000093-2007-01335. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, there was blockage of the stents. The physician implanted an unknown size of taxus express2 drug eluting stent in an unspecified location. An unknown amount of time later, the physician implanted another taxus express2 drug eluting stent of unknown size, overlapping the first stent. Following this, the patient reported that he had to go in for additional procedures, including angioplasty, and implantation of a third 3.00x20mm taxus express2 drug eluting stent in an unspecified location. At his last cariology visit, the patient was told that the last vessel that was treated is not 70-80% "blocked." Further information has been requested but has not been received.